Manufacturer narrative:
Follow-up #1: date of submission 8/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings:. Testing was unable to duplicate the complaint. Black box dates from 6/27/2016 -7/5/2016: data from date of complaint has been overwritten. Current bb shows "por" event associated with a battery change following a low battery warning on (B)(6) 2016.. Pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery cap measures within specifications;. Pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a no power issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.